Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material would have gotten clogged during the procedure. The foreign material was yellow/brown solid material which is likely debris from patient. The event can be prevented by following the instructions for use: "operation manual: 3.3 inspection of the endoscope: inspection of the endoscope operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to a clogged nozzle. In addition to the foreign material in the nozzle, additional evaluation findings were as follows: the bending angulation was out of specification, the bending section cover glue and the lens glue were worn out, the objective lens and light guide lens were cracked, and the distal end insulation was out of specification. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an evis exera iii colonovideoscope there were air/water flow issues. The issue occurred, during an unknown procedure. There was no patient harm associated with the event. The device was returned and evaluated and upon estimation. There was foreign matter in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.